Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 unopened surestep foley tray in the original unit packaging. The reported event was unconfirmed, as the problem could not be reproduced. The reason for this occurrence may have been a temperature probe plug-in allegedly implemented while the catheter was in use. According to the user, the temperature probe plug-in was changed to plastic and subsequently did not read adequate core temperatures. (B)(4) does not supply this temperature probe plug-in. Inspected the sample, including gross physical analysis and dissection, and did not find anything to contribute to the reported event. The associated device component did not fail inspection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use; using proper aseptic methods, remove catheter from package; prepare patient per hospital/nursing recommended procedure; proceed with catheterization using standard techniques; inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon; connect catheter to collection container; to deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing foley was allegedly reading the temperature incorrectly. The facility states that since the temperature probe plug-ins that adapt to the monitors have been changed to plastic they are not reading accurate core temperatures. The nurse admitted a septic patient and placed a temp sensing foley in the patient. When the catheter was attached to the monitor it read 35.0. The nurse indicated that the patient felt warm. The nurse took an auxiliary temperature that read 36.6. This temperature did not correspond with the temperature sensing foley of 35.0 however the patient was pink and warm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.